Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of shingles was exacerbated by the lifevest equipment. The patient described the area as a rash under front electrode. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.